Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose level was 93-143 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.